Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had depleted prematurely. The patient had not required any therapy during the implant time of this device.